Manufacturer narrative:
Additional information was received reporting that the cause of the coronary occlusion and myocardial infarction was a thrombus. It was reported that heparin was administered throughout the 2 hours and 30 procedure and the act (activated clotting time) levels throughout the case was over 250. It was noted the patient was on steroids. Per the physician, the valve contributed to the myocardial infarction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient con ditions, and its presence and rate of formation is largely dependent on patient condition. The act (activated clotting time) levels throughout the case was over 250. With the limited information available a conclusive root cause cannot be determined but the report of the patient being on steroids may have been a contributing factor. Per instructions for use (IFU), coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). A conclusive cause of the coronary occlusion could not be determined from the limited information available but per the physician, a thrombus was the cause of the coronary occlusion. Myocardial infarction is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. A conclusive cause could not be determined from the limited information available, but per the physician, a thrombus was the cause of the myocardial infarction. Conduction disturbances are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause of this conduction disturbance could not be determined from the limited information available but may have been related to the myocardial infarction. Method, results, and conclusion codes updated in h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after returning to the intensive care unit (ICU), st segment elevation and chest discomfort was observed. A percutaneous coronary intervention (pci) was performed. Angio-contrast showed an occlusion of the left anterior descending aorta (lad). The occlusion resulted in a myocardial infarction. The cause of the coronary occlusion was not reported, however, per the physician, the valve did not cause or contribute to the occlusion. Treatment was completed with thrombus aspiration. The cause of the thrombus was not reported. It was reported that the patient did not have underlying coronary artery disease. No additional adverse patient effects were reported.